Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be identified. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial complaint confirmed by the operating room staff indicated that no fragments fell into the patient, and the described material damage occurred outside of a surgical procedure. There were no reports of fragments falling from the device while it was used within a patient. Consequently, no actions regarding fragment retrieval were necessary, and the patient has not returned to the hospital due to post-surgical complications related to the retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the instrument could not be recognized was confirmed by failure analysis. The probable root cause is attributed to use conditions. Review of the provided image by a regulatory post market surveillance analyst is consistent with the instrument being intact with no visible damage. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.